Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2019 with the following findings: a review of the black box showed multiple call service 054 alarms on the date of the reported power issue. The battery compartment was cracked. No damage was found to the battery cap. The battery cap was able to attach securely to the pump. No power issues or alarms occurred during testing. The battery cap measurements were found within specifications. No evidence of moisture was found in the battery compartment. A leak was found in the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board.